Manufacturer narrative:
Product complaint # (B)(4). The skyline spring clip driver was not returned to the customer quality unit (cqu). A device history record review could not be performed as no lot number was provided. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. Without the instrument, we are unable to confirm the reported issue or identify the root cause. As no issues could be identified in the manufacturing or release of this product since the lot number could not be identified. Therefore, this complaint will be closed with no further action required. If more information and/or the complaint sample become available at a later date, the complaint will be reopened and the product will be evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
First use of the skyline in the orthokit. Ds286830300 the front tip is broken off when screwing in the screw. The second screw driver was also defect thus they used ds286830400 and screw the 16er screw in the prepared hole. Finished the procedure successful with no patient harm nor significant delay.